Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperative to a robotic laparoscopic radical hysterectomy procedure, the arm cart assembly (aca) triggered an unrecoverable error after being undocked. The team restarted the arm and recalibrated it, successfully passing calibration. The arm was then moved into the parking position as the surgery was finished. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs were analyzed in the field. A failure code for 'linked to robotic arm joint 2 master positioning sensor redundancy' was observed. An error code for 'linked to robotic arm encoder redundancy', an error code for 'linked to arm redundant position discrepancy', an error code for 'linked to arm non-recoverable error - robotic arm brake state error' and an error code for 'linked to motor state - brake state agreement' were all observed. The joint position sensor brooming script was performed on robotic arm joint 2 of the arm cart assembly to resolve the issue. Evaluation of the logs indicated that arm cart assembly 4 experienced a non-recoverable error due to the occurrence of error codes. An error code for 'linked to arm failure with possible motion - subsystem robotic assembly validation - redundant position sensing check' and an error code for 'linked to arm failure: robotic arm encoder redundancy' was triggered. Both error codes give a system recoverable inoperable error and a subsystem non-recoverable inoperable error. These errors indicate that during runtime, the arm cart experienced a failure of the potentiometer redundancy check on robotic arm joint 2, where the motor position sensor did not match the joint position sensor, triggering the subsystem non-recoverable errors. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an encoder redundancy error. This condition is traced to a component design issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made to occur more likely by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Additionally, a most likely cause is also traced to a robotic arm brake state error. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperative to a robotic laparoscopic radical hysterectomy procedure, the arm cart assembly triggered an unrecoverable error after being undocked. The team restarted the arm cart and recalibrated it, successfully passing calibration. The arm cart was then moved into the parking position as the surgery was finished. There was no patient injury.